Manufacturer narrative:
The sample were returned for evaluation, we have not been able to confirm a relationship with the dressing and reported event, attached supplied image does not confirm the reported event as no visual defect can be observed from this image, visual inspection - found no faults - all 4 seal edges were sealed, functional evaluation was performed - both dressings seals were pulled apart to reveal a full seal edge on all 4 edges with no failed seal integrity observed, the probable cause remains unknown. Without further information into the reported event factors cannot be established, the risk management documentation for the renasys soft port has been reviewed to assess whether the risk related to the fact a non-sterile product was allegedly received, and associated foreseeable harms have been anticipated. A review found that the failure relating to an open package seal is anticipated and mitigated, and is deemed to pose a low risk to the user. No changes to the risk file are required at this time. A complaint history review revealed a small number of similar instances in the last 12 months. With only 1 reported from this lot, there is nothing to indicate this is outside of acceptable rates of occurrence. The manufacturing records show no contributory factors relating to the reported event, confirming that the device was released according to the final product specification, with no non-conformances or deviations associated with this lot. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, during the set up for a npwt, it was noticed that the outer packages of two (2) renasys f small w/soft port were not sealed. The treatment was performed using a s+n back-up device. Since incident occurred before therapy; patient was not yet involved.